Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have passed out due to blood glucose going high with no warning. Customer's blood glucose was over 500 mg/dl. Customer was advised to have had two high predict alerts prior to blood glucose going high.